Event description:
It was reported that (1) device was used used during a gastrostomy (digestive anastomosis). It was reported by the affiliate that during the procedure, the tlc75 blade started showing, therefore cutting and releasing the staples. Then suddenly stopped. No further cutting was possible. The surgeon released the instrument and used another device to complete the case. There was no consequence to the pt.